Event description:
It was reported that three days after the intra-aortic balloon was inserted, blood was noted entering the helium tubing. The intra-aortic balloon was removed and replacement wasn't necessary. There were no pt complications.